Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone15.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s legal guardian that the patient¿s blood glucose levels rose to 577 mg/dl while wearing the pod for more than 48 hours. The patient developed a site reaction described as an infection while wearing the pod, including redness, hardness, bleeding, and the presence of white pus at the infusion site (leg). The patient reported a clogged cannula. Reportedly, the infusion site was cleaned and neosporin was applied without seeking medical assistance, and a new pod was activated.